Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary encountered an issue where full height cubie drawer 3 failed and required maintenance. The customer tried to recover the drawer, but the problem persisted. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found auxiliary drawer 3 failed to open and missed in the storage configuration space, and l board had no power indicators. The fse replaced the faulty l board and drawer board and verified the drawer functionality in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.